Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump during normal use. The customer's blood glucose level was not known. The customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised the device would be replaced and declined to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with missing end cap sticker, cracked battery tube threads and minor scratches on case/lcd window.